Event description:
"..The pt has osteitis pubis confirmed via a certec scan. The pt was not febrile. The pt was 4 months postop when pt performed the reop to remove the infast device and part of the symphysis pubis. Fortunately the pt is still continent following the explant." Unable to obtain additional info.